Manufacturer narrative:
It was reported that the vent line / purge line was damaged and a leakage was occurred during operation at the connection to the oxygenator. No harm to any person has been reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on (B)(6) 2024. A visual inspection was performed for the received sample line. There was not any damage detected on the line contrary to as stated in the complaint description. Further, a leak test was performed for 6 hours, no leakage was observed for 6 hours test period. Based on this, leakage could not be confirmed. Since no leakage was detected during laboratory investigation, more information was requested from customer about oxygenator if any crack was observed or not. The received information as follow: - the leakage was observed at the connection of oxygenator and the line. - the oxygenator was used and it is disposed already. - customer used the oxygenator with another line and no leakage was occurred. The production history record (DHR) of the affected hqv 99106 with lot# 3000343644 was reviewed on 2024-05-08. According to the DHR result, the product hqv 99106 passed the defined manufacturing and final release specifications. Further, the production history record of the purge line with lot # 3000367173 was reviewed on 2024-05-08. According to the DHR result, the product purge line passed the defined manufacturing and final release specifications. Based on the received information, the exact root cause of the leakage is unknown. Based on the investigation results, the complaint could not be confirmed. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Event description:
It was reported that the vent line / purge line was damaged and a leakage was occurred during operation at the connection to the oxygenator. No harm to any person was reported. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.